Event description:
It was reported that the user experienced delayed screen responsiveness, requiring multiple taps on the notification icon before it opened, and was guided through a firmware update after confirming safe blood glucose. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no alarms, no alerts, and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a user interface responsiveness issue consistent with a software/firmware performance anomaly on the device display/notification function, with no sensor or pump delivery malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a software performance issue remediated by firmware update.